Event description:
It was reported via the stryker facebook page; I'm 65 and had a partially fused hip joint since I was 20 (bone graft when my joint literally got torn in two from blunt force trauma. Walked with canes for decades. Opted for mako/stryker surgery. It's been almost 3 weeks and my body experienced "provoked deep vein thrombosis" due to the surgery trauma. Still recovering from both the surgery and the dvt but hope eventually I will walk with no pain.